Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a valve stick down after removing a syringe resulted in blood leakage. After several seconds, the product returned to normal positioning.